Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. She realized that her infusion set cannula was bent outside her body. The customer corrected her blood glucose level with a bolus. The product was not returned. Nothing further to report.